Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was sleeping the pump dropped, and the patient line separated from the luer lock. Customer's blood glucose level was elevated; however, the exact value was not provided. Reportedly, the customer administered a manual injection.